Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 16740433 / 16780904. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 16487496 / 16725141.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted devices were not returned.